Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Patient demographics: height: (B)(4) it was reported that: on (B)(6) 2008, patient presented with low back and left lower extremity pain, sustained on (B)(6) 2008 while working on a conveyer belt. She was treated with medications but her symptoms still persist. Patient underwent x-ray to study degenerative changes of l5-s1. Impression: low back and left lower extremity pain probably due to l5-s1 disc herniation, less likely due to l4-5 lateral recess stenosis. Surgeon proposed l5-s1 left discectomy and l4-5 left hemilaminotomy and medial facetectomy, no discectomy. On (B)(6) 2008, patient underwent l5-s1 left discectomy and l4-5 left hemilaminotomy and medial facetectomy. Laminotomy was done and penfield #4 was placed into the canal. Radiograph confirmed correct level of surgery with taylor retractor placed over left l5-s1 facets. At l4-5, hemilaminotomy and facetectomy was done preserving 60% of facet joint. On (B)(6) 2009, patient underwent procedure to place mercaine with epinephrine into l5-s1 disk space to rule out l5-s1 discogenic pain syndrome, as the patient presented with chronic back and leg pain from previous l5-s1 microdiscectomy. Post op surgeon diagnosed symptomatic l5-s1 degenerative disk disease. On (B)(6) 2010, patient underwent l5-s1 discectomy and anterior interbody fusion with 11mm fra allograft, 25mm anterior tension band plate from synthes and a small rhbmp-2 kit with vitoss bone graft extender. Prior to surgery patient presented with history of back and lower extremity pain, patient had undergone microdiscectomy followed by recurrence and progression of symptoms over time. Preop imaging studies suggested complete disc space collapse at l5-s1 level with disc protrusion in a left postereolateral zone compressing left s1 nerve root. Preop diagnosis was l5-s1 recurrent disc herniation with complete disc space collapse and discogenic pain syndrome. Intraoperative fluoroscopy was used to localize skin incision to access l5-s1 disc space through previous c-section incision. Elevator was used to distract l5-s1 disc space until 11mm prosthesis could fit in it, after this extra small rhbmp-2 kit was placed in 11mm fra allograft prosthesis and impacted into position; bone graft extender was placed on either side and in front of the allograft prosthesis. Two screws each were placed in l5 and s1; their positions were confirmed using fluoroscopy. On (B)(6) 2010, patient reported improvement in pain since surgery. On (B)(6) 2010, patient felt much better since the surgery; patient underwent x-ray which showed interval maintenance of alignment and evidence of progressive union. On (B)(6) 2010, 2.5 months postop patient was better compared to preop but continued to have low back and left posterior leg pain, which aggravated due to physical therapy. Patient underwent ap and lateral x-rays which showed intact instrumentation, fusion was progressing nicely and spine had stable alignment. On (B)(6) 2010, patient reported that even though she felt better but had burning pain in back. Patient had numbness on lateral thigh and foot on left side. X-rays showed solid fusion at l5-s1 and instrumentation was unchanged in position. On (B)(6) 2010, patient reported of pain radiating to lower extremities, pain radiates to thighs both anteriorly and posteriorly. X-rays showed solid fusion at l5-s1. On (B)(6) 2010, patient reported that pain in left leg had worsened and it radiates down posterior aspect of thigh and leg, and was associated with muscle cramping in the calf. CT scan conducted on (B)(6) 2010 demonstrated that at l5-s1 patient had facet hypertrophy with osteophytes which surrounded left sided l5 nerve root. On (B)(6) 2011, patient reported with numbness and pain in left leg. Patient had to take morphine injections to reduce the pain which returned even after epidural injection. Doctor diagnosed reduce sensation in areas below knee in left leg and advised an MRI. On (B)(6) 2011, patient reported aching down back of thigh. MRI scan showed foraminal disk protrusion at l4-5 level compressing the left l4 nerve root. On (B)(6) 2011, patient reported with bilateral leg pain. Pain in left leg and aching on back of thigh had worsened and similar symptoms were developed in right leg, along with paresthesia in same distribution. Patient underwent trigger point injection with no relief. Patient had undergone selective l5 nerve root block injection in january with short lived improvement in pain. Doctor advised bilateral l4 nerve root block as there was no improvement with conservative treatment. On (B)(6) 2011, patient reported with increased back pain. Even with conservative treatment and epidural injections patient's situation was not improving. Pain is now in l4-5 radicular distribution. MRI scan conducted showed progressive degenerative change and foraminal stenosis at l4-5 level. Patient had pain and difficulty in standing and walking; and walked with a slow forward flexed gait. Patient had numbness in bilateral lower extremities. Patient underwent x-ray of lumbar spine which showed spondylolisthesis at l4-5 level, l5-s1 fusion was intact anteriorly. Doctor assessed that patient had developed junctional syndrome at l4-5 level after anterior l5-s1 fusion, due to which patient had been disabled for past 7-8 months. Doctor advised l4-5 fusion via lateral and posterior approach. On (B)(6) 2011, patient underwent anterior lateral l4-5 fusion with synthes 13mm lateral allograft, ao titanium cancellous screw with a washer and synthes matrix posterior pedicle screw. On (B)(6) 2011, patient reported that she could feel her legs and walked slowly without the forward gait which was there prior to surgery. On (B)(6) 2011, patient reported that sensation in her legs was better. X-ray demonstrated that bone graft and instrumentation was in good position. On (B)(6) 2012, patient reported with occasional spasms in left lateral calf with numbness in lateral aspect of toe, wrap around the waist and back pain. Patient had difficulties in daily activities and pain increases with lumbar flexion for 2-3 minutes. On (B)(6) 2012, patient reported with spasms in left leg, pain in both hips and numbness in left posterior thigh. X-rays showed fusion progressing nicely and evidence of solid fusion anteriorly. On (B)(6) 2012, patient reported with bilateral lower limb pain (10/10). Patient had caudal epidural injections under fluoroscopic guidance due to radicular back pain. On (B)(6) 2012, patient reported with low back pain that radiates into posterior thigh, leg and plantar feet. Patient had difficulty in walking and uses a cane. Leaning forward and standing for more than 10 minutes makes the pain worse. X-rays suggested well healed fusion and no change in alignment or position of implants. On (B)(6) 2012, patient reported with recurrent back pain radiating to anterior pelvis and posterior legs, left worse than right. MRI d emonstrated no obvious nerve root compression, fracture or instability. There was disk protrusion at l2-3, with solid fusion fron l4 to s1. On (B)(6) 2012, patient reported with low back and bilateral leg and groin pain. MRI from (B)(6) 2012 of l-spine showed degenerative disk disease at 5-1 with posterior l4-5 fusion, l5-s1 anterior fusion. Impression: this is a (B)(6) female with a chronic history of low back and bilateral lower extremity pain with more recent symptoms of bilateral groin pain and allodynia of her bilateral lower extremities.